Event description:
Upon receipt of the device, the user reported a "com check" error. The user replaced the interface module and the unit operated normally with no errors. No other details regarding the nature of the event were provided. Since this event occurred out of box, there was no pt involvement during this event.